Event description:
It was reported that the customer went to the emergency room, and subsequently hospitalized due to a blood glucose (bg) level of approximately 400 mg/dl and high ketones. The customer was treated with intravenous insulin and saline. At the time of the report with tandem technical support (cts), the customer was still admitted to the hospital. The cause for the reported issue was unknow. Reportedly, the insulin had been in use past labeling. Cts educated the customer on insulin labeling. The customer declined further follow up from cts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error. Per tandem use guide: "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours.